Manufacturer narrative:
The reported complaint of "leaking icy catheter (lot # 97989)" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the proximal end of the proximal balloon. The probable root cause for the reported complaint could be due to a latent material defect. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Observed blood residue on the balloons. Functional testing of the returned catheter was performed, and all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the proximal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot number 97989. Event assessed as not serious because it does not meet criteria for seriousness. Based on the available information, event was probably related to the icy catheter due to relevant timing and location and no other obvious cause for such event. It was possible that catheter was inserted not far enough. Refresher education with placement of the icy catheters for emergency room (ER) physicians would be probably beneficial at this site.

Event description:
During patient ivtm therapy, the icy catheter was inserted into the patient's right femoral vein. After an unknown period of time, the insertion site was noted swollen, but soft, compared to the patient's left femoral side. Leak on the catheter was suspected. The catheter was removed, and the physician inserted a new icy catheter into the patient's left femoral vein to continue the treatment. However, after an unknown period of time, leak was suspected on the second catheter as well. Following this, the second catheter was also removed. It is unknown if the ivtm therapy was discontinued or completed. No further information was provided by the customer. No consequences or impact to patient. The two catheters with lot numbers 97989 and 141208 were used during the patient treatment; however, it is unknown which catheter was used first. Please see the following related MFR report: MFR # 3010617000-2020-00340 for the icy catheter (lot # 141208).